Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely a high-energy treatment device was used without ensuring a sufficient distance from the tip. In regards to the foreign material, the material could not be identified and the cause of why the material remained in the device could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicates that the c-cover was burnt likely due to a high-energy treatment device being used without ensuring a sufficient distance from the tip. Additionally, foreign material was found in the jet tube. There was no patient involvement.